Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na) results for several patients on an architect c4000 analyzer. The following data was provided (customer¿s na reference range is 137-146 mmol/l): sample ID (B)(6) initial na result was 117, repeat was 139 mmol/l sample ID (B)(6) initial na result was 106, repeat was 139 mmol/l sample ID (B)(6) initial na result was 113, repeat was 137 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium results, on an architect c4000 analyzer, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for decreased results for the product. Return testing was not completed, as returns were not available. The issue appears to be sample specific as it was noted that the samples in question had bubbles. The customer retested using the same lot number of reagent and got acceptable results. A 10-point precision was done by the customer which met expectations. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the conc ict diluent, list number 02p32-11, on the architect c4000 analyzer, serial number (B)(6), was identified.